Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-jan-2024 and 01-may-2024, it was reported that the infusion set fell off during use for 24 hours, which caused the patient's blood glucose to 240 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 10 of 10.